Event description:
The customer contact reported difficulty in mating the male luer of a plum tubing set with a clave port resulting in a delay of critical therapy. A clave male adapter plug was attached directly to the pt's IV catheter. At an unspecified time, the pt coded. During the code situation, the pt was to receive an unspecified dose of levophed. The nurse primed the plum tubing set and attempted to insert the male adapter of the tubing set into the clave port. When the male luer was inserted into the clave port, the nurse noted pressure pushing back on the male luer making it difficult to connect the two together. Reportedly, the nurse was unable to twist the option-lok into position and was unable to start the therapy. The levophed therapy was delayed for approx two minutes until another staff member could assist with the connection. The pt survived the code. There were no reported adverse pt sequelae. Though requested, no additional information was provided.